Manufacturer narrative:
Analysis of the log files from the AED did not identify the cause for the AED screen not powering on. The history log and the video showed the AED screen display was not operational. Customer was advised to remove the AED from service due to no display.

Event description:
The customer reported that their AED screen will not power on and displaying an error of screen operation. The reported event did not occur during patient use.

Manufacturer narrative:
The unit was requested for return and further evaluation. Upon receipt, the device underwent bench testing, during which it was determined that the AED screen was blank. Review of the AED's internal log files determined that reported issue occured after the previous battery fully depleted within the unit. Analysis of the log files from the AED showed that the AED was placed into service without the pads connected to the AED. The ddu series aeds are designed to be stored with the pads connector already installed. This simplifies the procedure for deploying and operating the device in an emergency. During the AED's automated self-test, the AED identified that the pads were not connected and attempted to alert the user by flashing its red asi and chirping. The AED continued to chirp and flash without any evidence in the log of any human interaction to address the aeds condition until the battery pack became completely depleted.